Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: a review of the pump black box showed no evidence of short battery life; voltage drops occurred due to stuck voltage leading to cs128 alarm. A visual inspection revealed the battery compartment was cracked at the threads on the side. The returned battery cap was able to maintain electrical connection. During investigation, the ez-prime steps were performed correctly and no power loss was observed during 24-hour testing. All current readings were found to be within specification. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.